Event description:
I have been using the same product (freestyle libre 3 plus, sn: (B)(6)) monitoring my glucose for 14 days. My glucose range is 70~200 mg/dl. It was never below 70 mg/dl between 12:00 am and 8:00am. However the new sensor with sn: (B)(6) always display below 70 even 60 mg/dl between 12:00 am and 8:00am.